Manufacturer narrative:
The information provided under the product code was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
Inspected 1 opened/used guardian sensor and performed continuity resistance test and sensor failed per specifications. Found sensor contact pad damage. See attached file for details.

Event description:
The customer reported via phone call the pump triggered threshold suspend due to inaccurate readings. The customer's sensor glucose at the time of incident was 48mg/dl. The customer's blood glucose levels at the time of incident was 105mg/dl. The sensor glucose and blood glucose levels were not in acceptable range. The sensor will be return for analysis.